Event description:
It was reported that the pump failed to alarm for "air in line". The pump was programmed to infuse propofol at a rate of 18.6 ml/hour with a volume to be infused of 100ml. The channel did not alarm 'air in line' although air was visible at the pump after the medication passed through. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump failed to alarm for "air in line". The pump was programmed to infuse propofol at a rate of 18.6 ml/hour with a volume to be infused of 100ml. The channel did not alarm 'air in line' although air was visible at the pump after the medication passed through. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.